Manufacturer narrative:
On (B)(4) 2016, the customer reported that the high blood glucose level had been lowered with insulin injections. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received an occlusion alarm during basal delivery. The customer changed the pump supplies. The customer's blood glucose (bg) level was in the 600's mg/dl. A bolus was delivered via the pump to address the bg level. As the pump supplies had been changed, tandem technical support was unable to perform a system check to determine a possible cause of the occlusions.